Event description:
The device was used to test a pt at 9:04pm and a blood glucose value of 474mg/dl was obtained. The pt was tested again at 10:36 pm with a result of hi. Some time between the tests a lab was drawn and the result came back at 5 mg/dl. At 9:30pm the pt was given 12 units of insulin. The pt experienced seizures. No other info was given on the condition of the pt. The device was tested with precision and linearity and the results were acceptable. The pt is in the hosp for end stage renal failure and is on hemodialysis. The device was replaced and requested to be returned for eval.